Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, dislodgement was observed. The lead was successfully repositioned and remains implanted. The patient is doing well and will continue to be monitored with routine follow-up.